Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-00773 and 2210968-2012-00775. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2011 and suture was used. The needle detached from the suture when removed from the package. Another like device was used with no adverse patient consequences reported.